Manufacturer narrative:
(B)(4).

Event description:
Information was received from a post-market product surveillance registry regarding a patient who was receiving hydromorphone at an unknown dose and concentration via an implanted pump for malignant pain and cancer pain. It was reported that on (B)(6) 2015 the patient reported feeling over-medicated and sedated. The pump was reprogrammed that day. The next day the patient also reported lower extremity edema. It was noted that the event was related to the device or therapy and possibly related to the drug. The clinical diagnosis was intrathecal medication side effects. The event resolved without sequelae on (B)(6) 2015. There was no reported device issue.